Event description:
On (B)(6) 2010, during the implantation procedure of the ICD involved in this MDR, the physician noticed that the setscrew of the df-1 rv coil port was already screwed in the header, preventing the lead terminal pin to be placed into header (the setscrew was blocking the port).

Manufacturer narrative:
On 06/16/2010, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.